Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the air/water cylinder of the gastrointestinal videoscope had white foreign material. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. A white foreign material was detected by incoming inspection. The use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with IFU. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation, the air/water cylinder of the gastrointestinal videoscope had white foreign material. There were no reports of patient involvement.